Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device hose was torn near the bracket. The device was repaired and returned to customer on (B)(4) 2013. MFR date:may 2012.

Event description:
Customer reported the device does not rotate properly and the presence of an air leaking sound. This is report 1 of 1 for #(B)(4).